Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 52 mg/dl when the patient began having a seizure. The patient did not experience any symptoms prior to the seizure itself. The patient¿s mother called emergency medical services (ems) and once they arrived, the patient¿s bg meter reading was 23 mg/dl while the cgm was reading 55 mg/dl. The patient was treated with ¿glucose packets¿ and juice at the scene and again at the emergency room (ER). The patient arrived at the ER around 330am and stayed for approximately 2.5 hours. The patient was discharged around 5am and arrived back home around 7am. The patient was ¿stable and doing well¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.